Manufacturer narrative:
This report is being resubmitted.

Manufacturer narrative:
Date of event: dates estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effect of death, listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on information reviewed, cause of the adverse events is unknown. A review of the lot history record could not be performed as the lot information was not provided. Based on the information reviewed, a definitive cause for the adverse events could not be determined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2, date of death estimated. B3: date of event estimated. D6. Date of implant estimated.

Event description:
This is being filed to report through a research article identifying mitraclips that may be related to patient deaths. It was reported through a research article identifying mitraclip that may be related to patient death, specific patient information is documented as unknown. Details are listed in the article, titled "gender-related differences in patients undergoing transcatheter mitral valve interventions in clinical practice: 1-year results from the (B)(6) registry. Death, 18 patients expired out of 828 patients. Between august 2010 and july 2013 a total of 828 patients were treated by mitraclip implantation within the (B)(6) registry at 21 sites in (B)(6). 501 were male and 327 were female. No additional information was provided.